Event description:
During a routine testing at service center, the product failed to be calibrated. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.